Manufacturer narrative:
The probes were not returned to ge healthcare. The complaint was discussed with both the local field service engineer (fse) and the customer, and the situation was clarified. There was no malfunction with the probe that was identified by the customer. The probe was cleaned and disinfected according to prescribed procedures which align with the instructions for use, and the probe became infected some time afterwards. The customer again cleaned and disinfected the probe, and then tested and confirmed the probe was not infected. Additionally, the strain of the pseudomonas bacteria found on the tee probe surface indicates that the probes were contaminated at a later stage. As the bacteria favor moist areas, there are multiple sources at a hospital that can cause re-contamination of the probe prior to use. However, in cases of re-contamination the probes would not be at fault. Therefore it has been confirmed that the site cleaning and disinfection process is effective, and there is an issue with either workflow or handling within the facility. The hospital has implemented the use of a probe sleeve/sheath (cover) during a tee procedures to mitigate the risk of infection.

Manufacturer narrative:
Patient information currently unavailable. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that probes tested positive for pseudomonas bacteria. Subsequently, the probes were removed from service and replaced with new probes. There was no report of adverse impact on patients.